Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s physician advised removing the device for the rash. Outcome of the irritation is unknown.